Manufacturer narrative:
The device was returned with the cannula fully deployed. No damages or defects were found with the needle mechanism that would cause the needle not to retract. The needle mechanism was reset and was re-deployed and all needle mechanism components re-deploy as intended. The root cause of the reported event could not be conclusively determined. No other damages or defects observed on the device during the investigation. No blood or puss was observed on the adhesive pad. No damages or defects were found along the fluid path or the bottom housing that would contribute to skin irritation. The cause of the skin irritation could not be conclusively determined. No damages or defects were found on the formed needle that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  For: omni pod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 24. Warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. Patient also experienced pain and irritation at pod application so pod was not worn.